Event description:
A customer reported receiving an err4 message on test strip insertion and a battery and booklet icon were present on their freestyle flash meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter has not been returned. A follow-up report will be done once the investigation is complete. There was no report of death or serious injury.